Manufacturer narrative:
The real intelligence cori, pn: rob10024, (B)(6) used for treatment was not returned to the designated complaint unit for evaluation, therefore visual and functional inspections could not be performed. The software files were downloaded from the device and provided for investigation. The screenshots were reviewed with clinical account representatives. The reported tibia ¿bone model generation error¿ message was confirmed. The most likely cause of the tibia bone model generation error is a known software issue (bug 1831) associated with the bone mesh generation that has been corrected and released in cori-v1.4.3 software. The deformed tibia cut surface model was confirmed, however it is suspected that this was a revision case. Performing a revision case with the cori is considered off-label, and is therefore an unapproved use of the product. The initial implant planning screen shows the tibia placed at the post-explant surface (9 mm medial and 10.5 mm lateral resection depths). However, the user was burring for an augment on the lateral side, and the user dropped the tibial resection by 5 mm because they were burring to fill a 5 mm augment. The tibial bone stock was minimal, so when the tibia was moved down, not much tibia bone was left. The final tibia bone removal screen shows the lateral side having been burred to the target (white) surface, likely where the lateral augment was to be placed. It should be noted that the user was in manual mode when the posterior of the tibia was missing. Screenshots also show red bone that is tunneled through the tibial shaft. Because this was likely a revision case, this red bone surrounds the area of the stem of the previous tibial implant. The user also checked their checkpoints afterward and failed the tibia checkpoint verification and chose to redefine. This situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. Escalation actions applicable to the scope of the reported complaint have been identified, and it was determined that no further action is required at this time. This issue will be continuously monitored through complaint investigation and post market surveillance. Based on the investigation, no containment or corrective actions are recommended at this time.

Event description:
It was reported that when they began to mill the femur during a cori assisted tka surgery, the real intelligence robotic drill had a disconnect error. They proceeded to quit, left case, unplugged and recalibrated. After 10 seconds, they received the error again, so it was proceeded to reboot the console, recalibrated and then continue to mill the femur as planned ((B)(4)). Then, when the tibia was cut, they got the tibia generation error. They proceeded to clear a few points and continued. As they went back and forth between the planning and the cut screen to make adjustments, the tibia cut model lost 1/2 of the cut surface on the posterior aspect of the tibia. This was an extreme deformity, however, on the initial tibia cut the model showed the entire tibia ((B)(4)). The procedure was completed with a delay of fewer than 30 minutes using the same devices. No patient injuries and no other complications were reported.